Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device, there was a crack found in the tank cover. This was found to be caused by customer damage. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking on the bottom of the unit. There were no reported adverse events.